Manufacturer narrative:
Received condition: n/a, the device was not returned. Reported issue: it was reported that the caller stated patient went to CT and came back. Since restarting therapy, the patient seems to be having difficulty getting to target in an arctic sun device. Reported issue root cause: the root cause could not be definitively identified. Repairs related to the reported issue: patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c , water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete. The reported event was inconclusive. The root cause could not be definitively identified. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c), water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete. Initial reporter complete facility name: (B)(6) medical center. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated patient went to CT and came back. Since restarting therapy, the patient seems to be having difficulty getting to target in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete. The instructions for use u are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated patient went to CT and came back. Since restarting therapy, the patient seems to be having difficulty getting to target in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete.

Event description:
It was reported that the caller stated patient went to CT and came back. Since restarting therapy, the patient seems to be having difficulty getting to target in an arctic sun device. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26.6c, flow rate (fr) was 2.9lpm, normo rate 0.27c, event log shows only alarm 14 (temp probe out of range), no secondary core, but axillary read 35c. Guided to diagnostics: system hours 1614, pump hours 357, water level 3, heater command 0. They claim the yellow lines were trending together. Explained device was attempting to get patient to target at 0.27c rate and suggested to change the device if they had any further concerns. Advised they can pull data after therapy was complete.

Manufacturer narrative:
Initial reporter name: (B)(6) cancer center ((B)(6) university medical center). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.